Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was experiencing pain at the battery insertion site. Patient reported losing weight that preceded the pain at the pocket site. Surgery was performed, the pocket was revised, the hcp made the pocket deeper and used a tyrx to stabilize the battery. The issue was resolved at the time of this report. There were no further complications reported at this time.